Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their ins and leads had been removed a year or two prior to report. The stated they were feeling sharp pain and ended up going to a doctor who told the patient the battery broke through the encapsulation. Patient reported the implant was out, but they were getting infections and wanted to see a doctor. Physician listings were sent. No further complications were reported or anticipated.